Event description:
It was reported that the tip of the needle broke off in the pt during a rotator cuff surgery. The needle tip broke off as the surgeon was passing it through the tissue. A quick search of the area was done but the tip was not found; no x-ray was done. The surgeon opened another one and continued with the case. Case was completed successfully. No further pt info was provided at the time of this report nor through follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval but was not returned because the tip was retained in the pt, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. A new labeling statement is being placed on the device package, instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause pt injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and pt injury. To avoid this, reposition the needle pass to a different area. The potential causes of this even, are being communicated to the event reporter. If the remaining portion of the device is returned and additional relevant info is obtained from the eval, a follow-up report will be submitted.